Manufacturer narrative:
Apoc incident: # (B)(6). The investigation was completed on 22-may-2026. The customer reported that I stat 1 downloader recharger (drc) s/n (B)(6) was not properly recharging docked I stat analyzers and was hot to the touch. The customer confirmed that an incorrect 24 v power supply adapter and power cable were connected to the drc at the time of the event. The investigation confirmed that the drc was not functioning as expected, although the reported hot to touch condition and charging failure were not reproducible. The use of an incorrect power supply adapter and power cable at the customer site was determined to be the cause of the component failures within the drc and likely contributed to the reported hot to touch condition and charging failure. Per the I stat system manual, the drc power supply adapter output voltage must not exceed 12 vdc. A rocketware search spanning four months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
Na.

Event description:
On (B)(6) 2026, abbott point of care (apoc) was contacted by a customer reporting a downloader, sn (B)(6) is not charging properly and became hot to the touch. Product is being replaced and returning for investigation. There are no injuries associated with this event. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.

Manufacturer narrative:
Apoc incident# (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.